Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced bleeding during impella rp flex support. The bleeding was observed around the catheter. An extra suture was placed. The patient recovered with no sequelae. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The returned pump was visually inspected and no abnormalities were observed. The root cause of the access site bleeding was not determined since insufficient clinical details were provided.